Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pre-syncope. It was noted that there was far field r-wave (ffrw) oversensing and sporadic pacing spikes during sinus rhythm. The p-waves measured below the normal range.

Event description:
It was reported that a remote monitoring transmission was sent and there was intermittent undersensing from the right atrial (ra) lead noted on the current electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was occasional p-wave undersensing during arrhythmia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming changes were made.